Event description:
The customer is having issues with hard wired propaqs connecting to acuity. Welch allyn tech support was unable to ping the termserver. The customer noticed the termserver is not showing any activity lights. When the customer cycled power, the termserver started working. The customer is not looking to have the unit replaced and will keep an eye out for any further issues. This resulted in a temporary inability to centrally monitor patients. There was no report of any pt harm as a result of the reported events. The customer did not provide any patient info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The customer indicated that the terminal server is working as intended. The customer stated that they are not returning the terminal server for repair since it is working after the reboot. The device was not returned. Therefore, no further investigation can be conducted. Method - remote evaluation. Results - rebooted system.